Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of occlusion is listed in the electronic proglide instructions for use (eifu) as a possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that this was an arteriotomy closure of the calcified right common femoral artery (cfa) with two perclose proglide devices using the pre-close technique via a 5f sheath prior to a transcatheter aortic valve procedure. The sutures of two perclose proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the procedure was completed. Reportedly, upon closure of the cfa access site with two proglides, there was severe angiographic stenosis with no distal flow. Balloon dilatation with a 4 mm balloon dilatation catheter (bdc) improved flow, but resulted in a small leak (oozing due to dilatation) at the access site. Further prolonged inflations with a 5 mm and 6 mm bdc were performed. The final angiogram showed excellent distal run off to the popliteal bifurcation with small, contained extraluminal contrast at the cfa. There was no active bleeding. The condition resolved with no adverse sequelae. No additional information was provided.

Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.